Event description:
It was reported that this pacemaker displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon interrogating the device, it was determined that this pacemaker was found to be in safety mode. Device replacement was recommended. No adverse patient effects were reported. Currently, the pacemaker remains in service.